Manufacturer narrative:
Other, other text: a review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tracheal intubation balloon was found to be leaking after ten minutes. Reported to the doctor, emergency treatment, re-intubation, and comfort to the patient.